Manufacturer narrative:
Concomitant products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0f0du, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a sudden loss of stimulation and loss of symptom relief in her face, hands, and fingers. The patient was reportedly checking her battery and all of the sudden her face, hands, and fingers were all drawn up and her speech was affected. The patient also felt a shocking sensation at this time. It was also noted that the patient had a small bruise at the implantable neurostimulator (ins) site. The patient admitted that she may have pressed the white button. At the time of this report the patient checked the device with the programmer and the device was on. It was noted that the return of symptoms was most likely due to the patient turning their stimulation off. This occurred during normal use. The patient turned their stimulator off and then went to her regularly scheduled neurologist appointment. The neurologist lowered the amplitude of the device. The issue was resolved and the health care professional had no further information regarding the event. No surgical interventions were reported. It was noted that the patient programmer was to be returned and replaced as a placebo, as the hcp knew this would make the patient feel better even though there was nothing wrong with the programmer. The programmer was returned and analysis found, no evidence of anomalies found.